Event description:
Device malfunction: difficulty keeping the vessel locator button depressed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that arteriotomy closure was attempted of the common femoral artery with a starclose device after an interventional procedure. Reportedly, it took greater than three attempts for the vessel locator button to remain depressed. After the clip was deployed, it did not achieve hemostasis. It was not reported how hemostasis was achieved, but there were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.